Event description:
The user facility reported that the introducer sheath became "kinked" and "perforated" during a procedure. Follow-up communication with the user facility included the following information: "slight kinking" of the sheath was noted upon insertion of the device; attempts were made to straighten the kinked portion of the sheath using a guide wire and then a dilator under fluoroscopic guidance; at some point in time, the sheath became "perforated"; reportedly, the perforation of the sheath caused the artery to "rupture" during removal of the device; the entire device was removed and the procedure was stopped; manual compression was applied to achieve hemostasis, but the arterial rupture resulted in approximately 200-300 ml blood loss; and the patient was transferred to another hospital for further treatment. Additional information has been requested, but has not been received as of this time.

Manufacturer narrative:
The involved device was not returned for evaluation. Therefore, the failure investigation was based on assessment of user facility information and representative retained samples. Inspection of retained samples from the reported lot and surrounding lots confirmed that there were no defects or anomalies. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause for this report cannot be definitively determined, it is unclear what role the attempts to straighten the kinked portion of the sheath using a guide wire and then a dilator may have played in the perforation of the sheath, and subsequently, the artery. The event description is most consistent with deformation of the sheath due to continued manipulation against resistance. The device labeling does address the potential for such an event in the instructions-for-use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).